Event description:
Subject was not resuscitated. (B) (4).

Manufacturer narrative:
Method: ECG and internal memory were reviewed for this incident. Conclusion: ECG morphology changed during incident. No shock was advised and no shock was delivered.